Event description:
(B)(4) I had difficulty with the implantation of the essure coils. One coil came out and got lodged in my bowels. I experienced pelvic pain, cramping, heavy bleeding, fatigue and multiple surgeries after.